Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location is unknown.

Event description:
It was reported that the provisional was fractured during trailing. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The device was returned for further review. Visual examination found that the returned tasp exhibits signs of repeated use (nicked and gouged) dovetail is compressed and is fractured on the lateral side of the central post. DHR was reviewed and no discrepancies were found. A definitive root cause cannot be determined at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.